Event description:
The lead was electively removed. Device analysis reveals j retention wire fracture with protrusion through the outer polyurethane insulation. Explain method: intravascular, superior. Technique/tools: direct traction with locking stylet. No complications.